Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during the treatment of the bone deformity and manipulation of the ring fixator by the patient some twisting of the ring fixator construct can occur. As a result the distractor can get jammed so that the patient uses a wrench for its further manipulation. The distractor can fell apart then due too much force applied with the wrench. It was reported there was no patient harm.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4) manufactured the angular distractor, mr safe, part 03.311.450, lot 6052140, supplier lot sy935579b. The part was processed per all specification requirements and conformed to the specifications. There were no complaint-related anomalies, the correct material was used and met the required specifications and functions. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The part initially conformed to all specification requirements and was inspected / conformed to the synthes incoming final inspection sheet. The clicker body component part has two score marks on the 11mm diameter shaft - near the 45 degree chamfer tip and near the groove which holds the retaining ring. The detent barrel component and the engine flange component both have slight nicks on the inside diameters. A cause for this condition could not be determined.